Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1571141 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 09th january 2020. The returned device lab findings and observations can be referred through the attached files. Polyimide to cannula joint was found to be broken. Polyimide was found to be kinked measuring approximately 12cm from white tip. Both failures are related, kink is related to break as polyimide is exposed, therefore it could become damaged. Handle was actuating fine and no stent returned. Following the lab evolution addition information was requested to aid investigation. From information provided: "the stent was not in the package. My understanding is that it partially deployed and then failed necessitating the removal of the device and a second successful attempt with a new device." Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1571141 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1560366; upon review of complaints this failure mode has not occurred previously with this lot #c1560366. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062- 5. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive pressure applied during procedure. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Biliary stent fully covered; stent did not deploy. "As per complaint form"; the case went smoothly with wire guided cannulation of bile duct traversing stricture. The evo b failed to open after initially partly deploying.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Biliary stent fully covered. Stent did not deploy. "As per complaint form"; the case went smoothly with wire guided cannulation of bile duct traversing stricture. The evo b failed to open after initially partly deploying. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue (i.e. Any issue with the delivery system/stent occurring during deployment) that results in the exposed stent removed from the patient with the delivery system¿. No adverse effects to the patient have been reported as occurring.